Event description:
It was reported that the cardiosave intra aortic balloon pump had system overheat failure and stopped cycling.

Manufacturer narrative:
Due to character limit in the e1 section event site name- the full event site name is children's heart foundation institute of cardiology. A supplemental report will be submitted upon the completion of investigation.

Manufacturer narrative:
Corrected fields: b5, h6-medical device problem code. Updated fields: b4, g3, g6, h2 and h11.

Event description:
It was reported by customer that during use on patient, the cardiosave intra aortic balloon pump had system overheat failure and stopped cycling. There was no harm reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6-(type of investigation, investigation findings, investigation conclusion, health effect -clinical impact codes) and h11. The distributor visited the customer to gather more information. The compressor is in process of request and shipment. No new information received. Waiting for parts repair. No further information is available complaint will be closed and in the event new information was to become available, this record will be reopened and updated.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h11. Corrected fields: g2.